Event description:
Pt called in reporting having no relief in arthritis symptoms of bilateral knees. Injections were administered about 8 wks ago. Pt was also concerned that her doctor may not have administered them correctly intra-articularly. Orthovisc inj 15mg/ml. "Is the product compounded: no; is the product over-the-counter: no." (B)(6).